Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with no delivery alarm on their insulin pump. It was reported that the customer changed the set and received no delivery while priming. The customer's blood glucose level was reported to be 158.4mg/dl. Troubleshoot was reported to be conducted and occlusion appears to have occurred. It was reported that the customer would return reservoir for analysis and receive replacements.